Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 12(B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 10.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. The surgeon had planned to reposition the lens that rotated 20 degrees three approximately (3) weeks after the cataract surgery. The patient is not complaining but distance vision is 20/60. The surgeon indicated that the repositioning procedure did not take place at their center but was done and that the patient is happy and doing fine. There was no incision enlargement, no patient injuries and no additional medical or surgical procedures required. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.